Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder low draw volume/insufficient blow flow happens when needle tries to draw blood. The following information was provided by the initial reporter. The customer stated: "it was reported that low draw volume/insufficient blow flow happens when needle tries to draw blood. Customer reports that needle has a slow draw or stops drawing blood mid way and the indicator flash is not working.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a vacutainer tube, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder low draw volume/insufficient blow flow happens when needle tries to draw blood. The following information was provided by the initial reporter. The customer stated: "it was reported that low draw volume/insufficient blow flow happens when needle tries to draw blood. Customer reports that needle has a slow draw or stops drawing blood mid way and the indicator flash is not working.¿